Event description:
The facility's biomedical engineering department reported a pump that overinfused during patient use. The hospital representative stated that they have no record of any patient incident involving this pump since the last baxter service event and no patient injury was reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and status, medication involved, medical intervention, rate of infusion, amount of overinfusion, and set up of the device.